Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 1cc, 8mm syringes all filled with approximately 60 units of a clear liquid in the barrel. Customer states that the syringes would not press out insulin during the injection and they were clogged. All returned syringes were tested and all were able to expel some of the liquid in the barrel that was received in the syringes without any observed defects. A review of the device history record was completed for batch# 9091590. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200817263] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 11 syringes 1.0ml 31ga 8mm 10bag 500 wal experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: 328506; batch no: 9091590, unknown. Complaint 2 of 2. It was reported 10 syringes would not press out insulin during injecting, while drawing up was fine. Occurrence date for the ten syringes was unknown. One occurrence on (B)(6) 2019. Verbatim: issue(s): from this box found about 12 syringes in total that would not press out insulin during injecting they were clogged. Drawing up was fine. Lot #: 9091590. Item #: 328506. Date of event: (B)(6) 2019 found 1 syringe. Date of event - unknown on 10 syringe. Asked this consumer if she prefills the syringes - she answered yes her nurse recently started to prefill the syringes for up to 2 weeks at a time. Advised this consumer not to prefill syringes. Consumer has medicare and cannot afford the insulin pens either.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9091590, medical device expiration date: n/a, device manufacture date: 2019-05-28. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that 11 syringes 1.0ml 31ga 8mm 10bag 500 wal experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: 328506, batch no: (B)(4), unknown. Complaint 2 of 2. It was reported 10 syringes would not press out insulin during injecting, while drawing up was fine. Occurrence date for the ten syringes was unknown. One occurrence on (B)(6) 2019. Verbatim: issue(s): from this box found about 12 syringes in total that would not press out insulin during injecting they were clogged. Drawing up was fine. Lot #: 9091590, item #: 328506. Date of event: (B)(6) 2019 found 1 syringe. Date of event - unknown on 10 syringe. Asked this consumer if she prefills the syringes - she answered yes her nurse recently started to prefill the syringes for up to 2 weeks at a time. Advised this consumer not to prefill syringes. Consumer has medicare and cannot afford the insulin pens either.